Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiration date: 08/2018).

Event description:
It was reported that some time post placement of the port catheter, an alleged leak was identified. It was further reported that the catheter was allegedly broken with the migration of the one segment of the catheter into the heart. Reportedly, an additional intervention was required to remove the migrated segment of the catheter. The patient status is unknown.

Manufacturer narrative:
Manufacturer review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one MRI isp powerport with attached groshong catheter segment. Visual, microscopic and functional testing were performed. The break surface was noted to be rounded on one side while granular and jagged on the other side. The catheter showed preferential curving. A leading partial circumferential split was noted on the catheter. These are all typical signs of flexural fatigue damage. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiration date: 08/2018).

Event description:
It was reported that some time post placement of the port catheter, an alleged leak was identified. It was further reported that the catheter was allegedly broken with the migration of the one segment of the catheter into the heart. Reportedly, an additional intervention was required to remove the migrated segment of the catheter. The patient status is unknown.